Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event of 55 mg/dl after returning from college with a changed diet and contacted support for assistance with ilet setup; the agent provided troubleshooting and education, including sensor connection guidance and finalizing setup to ¿go bionic,¿ and the ilet alerted for low glucose. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and crackers, no outside assistance, and no medical intervention. Investigation included user support, device setup guidance, and confirmation of sensor readings and system activation. Investigation of this case revealed hypoglycemia with cause unclear and no device malfunction identified during setup or activation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.